Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. After a non-bsc guide wire and a guide catheter were advanced to the lesion, a 2.50mm x 30mm maverick²¿ balloon catheter was advanced for dilatation. However, during delivery, the shaft snapped/broke in half at a portion outside the guide catheter. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Returned product consisted of a maverick 2 balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 78.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. After a non-bsc guide wire and a guide catheter were advanced to the lesion, a 2.50mm x 30mm maverick²¿ balloon catheter was advanced for dilatation. However, during delivery, the shaft snapped/broke in half at a portion outside the guide catheter. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.